Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include. Stress or friction; wear and tear. These causes can occur between components such as controller; cable; cable sleeve; adapter; connector/coupler; knob; mount; ring; without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a tear cable. The issue occurred during maintenance. There were no reports of patient involvement.